Manufacturer narrative:
Product analysis: after visual and optical examination, it appears that the inner shaft has been disassembled from the stop locking pin being sheared and there appears to be some damage to the threads. This is consistent with overload. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018, intra-op, the lock sleeve driver broke. The device came in contact with the patient. No fragment of the broken product remained in patient. No patient complications were reported during the event.